Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was during the call the pt said they had their ins explanted on (B)(6) 2022 because their ins "wasn't working" and "wasn't doing anything" for the pt since about 3 years ago in 2019. Patient services specialist (pss) tried to clarify why their ins wasn't working and the pt noted the ins just "wasn't working" (pss understood this as the pt wasn't receiving therapeutic relief). Pt notified their mdt rep. (B)(6) (last name asked, unknown) in 2021 about their issues and met for reprogramming, but their ins still wouldn't "work."